Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors likely contributed to the event. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through review of article "transapical valve-in-valve implantation in failed mitral bioprostheses" 1885-5857/ 2015 sociedad espan¿ola de cardiologi´a. Published by elsevier espan¿ a, s.l.u. Http://dx.doi.org/10.1016/j.recesp.2015.04.009 in this case, edwards learned a valve in valve intervention was performed in a (B)(6) y-o lady with a 25mm perimount valve implanted in the mitral position after a minimum implant duration of 2 (two) years due to degeneration leading to regurgitation and stenosis. A 23mm sapien xt valve was implanted through transapical approach within the perimount valve. As reported the patient developed cardiogenic shock in the first hours after implantation, with biventricular dysfunction, acute renal failure, and elevated hepatic enzymes; the condition was reversed by amine therapy and the placement of an intra-aortic counterpulsation balloon for 72 hours. The patient was noted as to be discharged. Patient co-morbidities included peripheral vascular disease (pvd).

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrections: serial number: n/a. Expiration date: n/a. Device manufacture date: n/a. DHR results: n/a.

Manufacturer narrative:
Corrected data: through follow up, it was learned the physician provided information about the device and implant date in error and is not related to this case. The device history record (DHR) review could not be performed as the product information is unknown.